Manufacturer narrative:
The customer replaced the battery with a known good battery from another philips v60 and this device still had the same running on internal battery message. This device has been retired and removed from service as the main board needed is on back order with no eta (estimated time of arrival). Attempts have been made to try to obtain further information about this case, but no further information was able to be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has battery indicator issues. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. While plugged, the battery still flashes the charge indicator even though it's fully charged. Had customer check battery manufacturer date, 5/2020, check voltages: 16.3v. Check all voltages on screen. All pass. 24 volts shows, then goes away like it is supposed to when unplugged. Indicator on bottom right shows battery, then show ac properly. Informed customer to perform battery test on unit. Attempt to swap batteries with another unit and see if issue goes with battery or stays with unit. If goes, suggested replacing the battery. Customer is requesting part number and price for replacement battery. The rse provided parts ID and pricing for the battery per request.